Event description:
The lay user/patient called lifescan (lfs) on july 13, 2006, and alleged that her meter was reading inaccurately erratic. The medical affairs specialist spoke to the patient on july 14, 2006, and obtained and verified the following information. In 2006, at 1:30 p.m. The pt tested her blood glucose in the afternoon and obtained a result of 340 mg/dl. She thought the result was high so she retested less than 10 minutes later and obtained a result of 194 mg/dl. After testing, the patient took 4 units of humalog; she stated that she took the insulin based on an average of the two results. At approximately 4:30 p.m., she began to feel shaky. She did not retest at this time, instead she drank orange juice and ate a piece of chocolate candy. She did not seek any medical intervention, as she felt better after eating. The testing technique was correct and the technique for cleaning the puncture site was correct. The test strips were in good condition, however, she could not state if the test strips were expired or stored improperly. The pt did not have control solution to troublehoot. This complaint is being reported, as the preceision comparison failed and the patient based her insulin on her meter result and had symptoms that could have been related to being hypoglycemic. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.